Event description:
(B)(4). Bloating, cramping, mood swings, loss of libido, pelvic pain, breast tenderness, discharge, yeast infections, vaginally pain and burning, weight gain, nerve pain in legs and back along with neck, joint pain.